Manufacturer narrative:
It was reported that a head swap was necessary due to the patient had a fell and developed large hematoma and needed drainage. As patient was reporting some laxity when mobilizing, it was decided to increase neck length. The associated oxinium femoral head was not returned for analysis. Therefore a product evaluation could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The clinical analysis noted that the patient's fall cannot be excluded as a contributing factor for the drainage; however without relevant supporting clinical information or x rays, a conclusion cannot be made regarding the revision. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information ¿surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) The patient's fall cannot be excluded as a contributing factor for the drainage; however without relevant supporting clinical information or x-rays, a conclusion cannot be made regarding the revision. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.

Event description:
It was reported that a head swap was necessary due to the patient had a fell and developed large hematoma and needed drainage. As patient was reporting some laxity when mobilizing, it was decided to increase neck length. No x-ray is available. No more information provided yet.